Event description:
It was reported that crystalens (at-52ao) intraocular lens was removed intraoperatively due to capsule damage. The cause of the capsule damage is unk. The incision was enlarged and the lends was then replaced with a different intraocular lens. Despite multiple attempts to obtain add'l info from the surgeon, no add'l info has been received by bausch and lomb to date.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.